Manufacturer narrative:
It was initially reported that the explanted pump was returning for analysis; however, the device was not returned by the user facility. The pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the pump was not available to be returned for evaluation.

Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device: 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient presented to the hospital with hematuria, lactate dehydrogenase levels of greater than 2000 u/l, and increased estimated pump flows. The international normalized ratio (inr) value was reported to be ¿stable¿ at the time. A pump exchange was performed on (B)(6) 2015. The patient reportedly had experienced a previously unreported intracranial bleeding event weeks before. Specific details regarding the event were not provided; however, it was reported that the patient¿s target anticoagulation level was reduced. No additional information was provided.